Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: n271923002, implanted: (B)(6) 2011, partially, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 22-oct-2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative and healthcare provider) regarding a patient who was rec eiving gablofen with concentration 2000 mcg/ml at an unknown dose rate via an implantable pump for post spinal cord injury and intractable spasticity. It was reported that the patient's medical history included severe spasticity. The catheter had been nicked during a routine refill performed on (B)(6) 2020. The catheter had a nick near where it connected to the pump. The patient had noticed her pocket was filling with fluid the next day. The pocket was drained on (B)(6) 2020. No infection was detected. The catheter was partially explanted on (B)(6) 2020. The catheter piece was trimmed off and replaced. The portion of catheter explanted was to be returned to the manufacturer. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient's weight was unknown.

Manufacturer narrative:
H3: the 8578 catheter was returned and analysis found no significant anomalies. The 8709 catheter was returned and analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Continuation of d10: product ID 8578 lot# (B)(6) serial# implanted: (B)(6) 2011 explanted: (B)(6) 2020 product type catheter product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.